Event description:
During an implant procedure, the right ventricular (rv) lead was connected to the pacing system analyzer (psa), and it was noted that there was no sensing on the lead. The lead was explanted and replaced, and the patient is stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies. Electrical tests and x-ray examination did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.